Manufacturer narrative:
Based on info provided, it cannot be determined when the foreign body alleged to be v.a.c. Foam was inadvertently left in the wound. The foreign body was not returned to kci for identification; therefore, kci was unable to confirm identify of the foreign object. There was no alleged product malfunction. This report is being filed due to possible user error. Device labeling, available in print and online, states: v.a.c. Foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number pf pieces of foam was removed as placed. Foam left in the wound for greater than the recommended time period may foster in-growth of tissue into the foam and create difficulty in removing foam from the wound or lead to infection or other adverse events.

Event description:
The following info was reported to kci by the doctor: the pt received v.a.c. Therapy from (B)(6) 2011. On (B)(6) 2012, a new wound care nurse info the doctor of a piece of foreign material alleged to be a piece of v.a.c. Granufoam that was found in the sacral wound. On an unk date, the doctor debrided the wound and was able to remove the foreign material.